Event description:
It was reported that pump insulin gauge displayed an amount different than expected and current fill estimate remained static at 105 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this behavior could occur when there was a large difference in measured pressures used to calculate remaining insulin and that the estimate would begin to decrease normally once actual insulin amount matched the static value, and caller understood and acknowledged this explanation.